Event description:
This report pertains to one of two devices used during the same procedure. Associated manufacturer report #3005099803-2011-03464 pertains to the other device. It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was used during a procedure on (B)(6) 2011. According to the complainant, post procedure, the patient experienced problems (exact nature and date of onset unknown). On (B)(6) 2011, the patient had a second surgery during which a portion of the mesh was removed. After this surgery, the pain in the patient's upper left leg improved, however, the patient continues to experience pain in the lower left leg, numbness, continued foot drop and partial paralysis. The patient is also experiencing incontinence, retention, and dyspareunia. All other information is unknown and reportedly unavailable.